Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise observed on the right ventricular (rv) channel, and a device/lead connection issue suspected. In addition, hospital telemetry observed stored pause episodes. A revision procedure was planned for. The implantable pulse generator (ipg) and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first ri b/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg and rv lead were explanted and replaced.